Event description:
It was reported to nuvectra that during the revision of a permanent lead for optimal placement, the lead fractured at the proximal end during removal. The leads were replaced and the patient is receiving adequate coverage.